Manufacturer narrative:
The user facility declined service for the subject device therefore, no examination of the performance specifications of the device occurred. A review of subject device service records found the subject device's warranty expired 09/03/2015. The user facility does not maintain a current service contract for the subject device. Lumenis cannot rule out the service by unauthorized third party service providers may have contributed to the reported event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. Should additional information be provided with which to make a determination of cause, lumenis will file a follow up MDR.

Event description:
A user facility reported that three (3) patients sustained "blisters and spots" to unknown anatomical area(s) following treatment with a lumenis m22 laser. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.